Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (pod pc) pusher assembly. The pusher assembly was kinked approximately 109.0, 114.5, 133.0, and 136.0 cm from its proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The introducer sheath had coagulated blood inside. Resistance was encountered while attempting to advance and retract the pod pc within its introducer sheath and the pod pc could not be moved at all. Conclusions: evaluation of the first returned pod pc revealed that the embolization coil had offset coil winds. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be experienced. Forceful advancement against resistance may result in offset coil winds. Further evaluation of the returned pod pc revealed that the introducer sheath had coagulated blood inside the sheath and the pusher assembly was kinked. The coagulated blood inside the sheath likely contributed to the inability to advance and retract the pod pc within its introducer sheath. The kinks on the pusher assembly were likely incidental to the reported complaint. Evaluation of the second returned pod pc confirmed that the embolization coil was detached from its pusher assembly. If the pod pc is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of its pull wire, allowing the proximal constraint sphere to be released the ddt. This will result in the coil detaching from its pusher assembly. Further evaluation of the returned ruby coil revealed pusher assembly kinks and offset coil winds on the embolization coil. These kinks and ovalizations were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01774.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01774.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using pod packing coils (pod pc). During the procedure, the physician placed a pod pc and another coil in the target vessel using a non-penumbra microcatheter. While advancing a new pod pc, the physician experienced resistance at the hub of the microcatheter and, therefore, it was removed. The physician then advanced a new pod pc, however, while advancing and retracting the pod pc within its introducer sheath, it detached. Therefore, the physician successfully removed the introducer sheath containing the detached pod pc. The procedure was completed using additional pod pcs, other coils and the same microcatheter. There was no report of an adverse effect to the patient.